Manufacturer narrative:
(B)(4). The customer returned 2-l catheter, an empty spring wire guide (swg) hoop assembly and a catheter over needle for evaluation. No syringe or introducer needle was returned. A device history record review was performed and no relevant findings were identified. Complaint verification testing could not be performed as the syringe and introducer needle were not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint description: the md was proceeding according to IFU to insert the cvc. However, the syringe and needle were not combined and could not be used. So md judged the product to be defective. Since then, other products have been used without any abnormality.

Manufacturer narrative:
(B)(4).

Event description:
The medical doctor was proceeding according to IFU to insert the cvc. However, the syringe and needle were not combined and could not be used. So medical doctor judged the product to be defective. Since then, other products have been used without any abnormality.